Event description:
A report was received from an eye care professional regarding a pt who was diagnosed with a corneal ulcer associated with lens wear. The pt presented with blurry vision and excessive movement of the lens. Once the lens was removed, a corneal ulcer was observed on the right eye at the six o'clock position, five millimeters from the visual axis. The eye care professional recommended temporary discontinuation of the lens, use of a lubricating drop every two hours, and a change in contact lens care. The issue resolved and lens wear resumed.

Manufacturer narrative:
(B)(4).